Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure, the leads were difficult to insert into the header of the new device. The event was resolved by loosening the header set screws and inserting the leads into the header successfully. The patient was in stable condition.